Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020 to address a lead migration issue (reference reg report: 1627487-2020-23575). During the procedure, the physician was unable to reposition the existing paddle lead due to scar tissue. As a result, the lead was explanted and the procedure was abandoned.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.